Event description:
It was reported that the patient was not able to adjust stimulation from her device using the patient programmer. In addition, it was reported that the programmer's display indicated an "in the box" icon, the first time the patient had seen the icon on her programmer. The patient had been using the antenna-locator (al) feature the last few times she recharged since she was showed how to use it. The manufacturer¿s representative was able to clear the error using the physician programmer. The patient was reported to be "doing great."

Event description:
Analysis of the returned patient programmer found an issue with the antennae jack and the lcd case front was scratched.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID: 37752, serial#: (B)(4). Product type: recharger: product ID: 37743, serial#: (B)(4). Product type: programmer, patient: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2010. Product type: extension: product ID: 3708120, serial#: (B)(4), implanted: (B)(6) 2010. Product type: extension. (B)(4).